Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Vessel spasm is a known inherent risk of endovascular procedure and is documented in the navien instruction for use. Preliminary bu assessment: resistance occurred during use. No patient injury. (B)(6) preliminary bu conclusion: resistance is not likely to lead to serious injury, if it were to recur. Not reportable. (B)(4) event description: medtronic received information that while navigating the guide catheter for treatment of an aneurysm located in the left internal carotid artery (ica), a spasm of the (ica) occured in the petrous segment and was treated with nimodipine bolus. Preliminary bu assessment: vasospasm occurred during use and resolved after treatment. (B)(6) preliminary bu conclusion: conclusion: vessel spasm is an expected and forseeable side effect. Not reportable. (B)(6). (B)(4).

Event description:
Medtronic received information that a patient experienced a vasospasm while positioning the navien in the petrous segment of the left internal carotid artery (ica). It was reported that the patient was undergoing a flow diversion treatment for an aneurysm in the left internal carotid artery (ica). The vasospasm resolved after being treated with nimodipine bolus.